Event description:
Boston scientific crm received information that following this implant procedure, the pt was brought to the recovery room and system evaluation noted this atrial dextrus lead was not capturing or sensing. Therefore, the pt was brought back to the operating room and fluoroscopy demonstrated the atrial lead had actually gone into the right ventricle. The lead was successfully repositioned without further incident. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.